Event description:
A #24 5/8 inch jelco smiths-medical was inserted in antecubital of (B)(6) infant. When catheter removed, only about 1/16 inch of plastic catheter was still attached to the hub. It was presumed that the remainder of the catheter had sheared off and was inside the pt's vein. Pt was transferred to a higher level of care for vascular assessment and removal. The receiving facility could not locate the catheter on arm, shoulder, chest and neck x-rays. The infant was discharged home. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: IV fluids.